Event description:
This pc is related to (B)(4) which reports about the event occurred during the revision surgery on (B)(6) 2022. This pc reports about the frequent dislocation occurred after the initial surgery. It was reported that on (B)(6) 2010, the patient underwent an unknown surgery of hip. After surgery, frequent dislocation occurred, and a revision surgery was held on (B)(6) 2022. In the revision surgery, all the implants except a sleeve were extracted, new s-rom implants and pinnacle implants were used for a treatment. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d4 (lot), d10 and h4.